Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced elevated ketones (no specific value reported) and when fingerstick was taken the cgm was reading 3.9 mmol/l, and the blood glucose reading was 18.0 mmol/l. The patient stated that the ketones were not reducing and that she went to the emergency department. The patient was treated with unspecified intravenous fluids and was discharged after spending an unknown amount of time at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.